Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device passed all tests. Thus, a probable cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. The device evaluation found housing had minor cosmetic damage. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source narrow band image indicator didn't come on. The white balance did not turn on. Sometimes it was too light and sometimes dark. And there¿s a problem with the iris, and it was too bright. There were no reports of patient harm.